Event description:
It was reported that the pulse generator exhibited inappropriate rate increase. The patient had a hematoma and the physician decided to explant and replace the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. (B)(4).